Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Unit was evaluated and the complaint of internal error 200 ref 11 was confirmed. The missing dust cover was replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: release to warehouse date: 6/16/2011. Manufacturing date: 6/16/2011. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the vapr vue generator displayed an internal error code. The surgery was completed with another generator. There was a five minute surgical delay. There was no patient harm. This is report 1 of 1 for (B)(4).